Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description: 07/20/2018, 08:19:03, ssaysith. Please refer to file #2018-026022-254670 from cad. Problem description: 07/12/2018, 08:19:59, ssaysith, npi sn (B)(6). Michael hamid had an error code 800.8000 in the logs pcu8015. I explained to him what could be the causes of error 800.8000 and recommended him to perform test/pm on the pcu. If he has any concern, he will re-flash os software on the pcu or replace logic board.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had an error code 800.8000 in the logs pcu8015. I explained to him what could be the causes of error 800.8000 and recommended him to perform test/pm on the pcu. If he has any concern, he will re-flash os software on the pcu or replace logic board.